Event description:
It is reported that the pt was revised two months after proximal lateral tibial surgery due to screw backing out. When pt went for follow-up visit, x-rays showed screw had backed out again. Second revision surgery has not yet been scheduled.

Manufacturer narrative:
This report will be amended when our investigation is complete.